Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter not known at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they found the upper louver cover was not connected to the imaging system. Both hinges were broken. They replaced the upper louver cover and completed a system checkout. The system is working as intended. The cover was returned to the manufacturer for evaluation. After visual/physical examination the reported issue was confirmed. The cover failed visual inspection due to broken pieces off of the cover. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the upper louver door cover had both hinges broken. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the upper louver door cover had both hinges broken. No patient was present at the time of the event.